Event description:
Hill-rom received a report from the account stating brakes would set but not hold. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake caster not holding due to the head end brake linkage broken. It was worn out over time due to normal use. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician installed a new brake linkage upgrade kit to resolve the issue. Based on this info, no further action is required.